Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have no functional issues. The usm was installed on a test fixture and passed all testing without issues. The complaint was not confirmed based on the field evaluation/failure analysis. The probable root cause cannot be determined based on the information available. The issue was unable to replicated during failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted low anterior resection surgical procedure, site contacted technical support engineer (tse) to report issue with universal surgical manipulator (usm) 4. The logs showed only an unexpected set-up joint (suj)4 movement and no errors. The procedure was completed with no reported injury.